Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2005 and mesh was implanted; and on (B)(6) 2007, prefyx pps was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted due to urinary stress incontinence and tunneled vaginal floor repair. It was also reported that following insertion the patient experienced pain, urinary/bowel problems, recurrence, dyspareunia and exposed mesh. It was further reported that the patient underwent repair of vaginal cuff with exposure of mesh and a mesh prefix mid urethral sling for stress urinary incontinence on (B)(6) 2007.(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that patient underwent mesh revision on (B)(6) 2014 due to mesh erosion into the vagina and mechanical complication of the implanted mesh. It was reported that patient underwent no-tension sling implant boston scientific advantage fit sling on (B)(6) 2014 due to urodynamic stress incontinence, hypermobile urethra. No additional information was provided.